Manufacturer narrative:
(B) (4).

Event description:
Following a car accident, the pt felt his stimulation in the wrong location. He felt stimulation in his legs, but the device was implanted to help with pain in his lower back. The pt was also charging the device more than expected. Follow-up with the pt's healthcare professional was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.